Event description:
Customer called and reported, the cord shocks him when he holds the trigger down.

Manufacturer narrative:
Upon examination of this unit, we discovered that the casing had been cracked. It appears as though the customer taped the case back together and continued to use. The pad also appears to have been laid on. Our inspection also revealed customer misuse as our inspection found: switch, broken/missing spring, cracked switch case, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. This tells us that the pad was not being properly used as per our instructions in the manual.